Event description:
It was reported that the patient was quite ill and admitted to the hospital. Details of the illness are not known but are unrelated to the patient's device. It was noted that the threshold on the right atrial lead was high and was sensing a majority of the time. After further investigation it was felt the issue was probably exit block. The device was reprogrammed to adjust atrial lead output and provide adequate capture safety margin. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.